Event description:
The pt reportedly developed a mild pressure ulcer over the implant site. A dressing was used on the site and no other medical intervention was necessary. The pt was instructed by the physician to discontinue use of external equipment for one month. The pt continues to be monitored. Once more info becomes available, a supplemental report will be submitted.